Event description:
It was reported the patient had been admitted to the emergency room due to an increase in baseline pain. It was stated the patient had a refill approximately on (B)(6) 2010, at which time, the patient's dosage was increased. On (B)(6) 2010, the patient started showing severe pain. A patient outcome was not reported. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).